Manufacturer narrative:
3004753838-2026-013344 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2025, it was reported by the reporter that the patient is currently admitted in the hospital. At the time of the call, the egv was 297 mgdl while the bg meter reading taken was 208 mgdl. The patient was admitted since (B)(6) 2025 (cause not mentioned as the reporter ended the call). On (B)(6) 2025, the patient had a seizure. Reporter said the egv were different compared to the bg meter readings taken throughout that day but did not provide actual values. The patient reportedly ended the call. A call to the patient by cca nurse practitioner was unanswered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.